Event description:
Nellcor puritan bennett rec'd a call from rptr on 06/15/1998. Rptr called to report a infant death, on 06/15/1998, with allegation of no apnea alarm. Infant turned blue and taken to the hosp.